Event description:
The surgeon attempted to insert a three piece silicone lens model aq2003v. The lens haptic broke prior to insertion and the cause of the lens damage was unknown. The lens was not inserted and there was no patient contact or inserted and there was no patient contact or injury.